Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log showed pacing function turned on by the user, a solid ECG signal through lead ii is present, however there is no valid patient impedance detected through pads. Both a valid pad electrode impedance and an ECG signal through leads are required in order to pace on the x series. There are a number of variables to consider during pacing that include but are not limited to proper pads placement and the patient condition. The device was found to capture pacing when the appropriate conditions are met. The device was recertified and returned to the customer. The accessories used during the event were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.